Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 597 mg/dl. Reportedly, the luer lock connection was loose, and subsequently customer was not receiving insulin. Bg was addressed via intravenous insulin. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.